Event description:
It was reported that the foley balloon inflated asymmetrically on the day of use. Per follow up via ibc on (B)(6) 2022 , it was stated that the event occurred during the pretest. It was confirmed that four catheters were defective. Per sample received on 04-aug-2022, it was confirmed that four samples were returned with two different manufacturing lot numbers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per follow-up info received , bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley balloon inflated asymmetrically on the day of use. Per follow up via ibc on 29-jul-2022, it was stated that the event occurred during the pretest. It was confirmed that four catheters were defective. Per sample received on 04-aug-2022, it was confirmed that four samples were returned with two different manufacturing lot numbers.